Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") in a 45-year-old female patient who had essure (ess205) (batch no. 12259140) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometrial ablation. Concurrent conditions included urge incontinence, bladder pain, dysuria, urinary frequency, bladder infection, bladder spasm and endometriosis. On (B)(6) 2004, the patient had essure (ess205) inserted. In 2006, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, 10 years 4 months after insertion of essure (ess205), the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced urinary tract infection ("uti"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("severe cramping") and abdominal pain ("abdominal pain"). The patient was treated with surgery (pelvic surgery-bilateral salpingectomy,right oopherectomy.). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain and dysmenorrhoea had resolved and the urinary tract infection and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, pelvic pain and urinary tract infection to be related to essure (ess205). The reporter commented: *approximately 3 coils were visible in the uterine cavity on both side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2004: essure coils and full occlusion of both tubes pelvic ultrasound (us)-(B)(6) 2016 ultrasound showed a persistent cyst on right side. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, utls, abdominal pain". Most recent follow-up information incorporated above includes: on 12-apr-2018: pfs received : new events uti, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping) were added. Lot number was added. Product implant date was updated. New reporter were added. Historical and concomitant conditions were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") in a 45-year-old female patient who had essure (ess205) (batch no. 12259140) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometrial ablation. Concurrent conditions included urge incontinence, bladder pain, dysuria, urinary frequency, bladder infection, bladder spasm and endometriosis. On (B)(6) 2004, the patient had essure (ess205) inserted. In 2006, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, 10 years 4 months after insertion of essure (ess205), the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced urinary tract infection ("uti"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("severe cramping") and abdominal pain ("abdominal pain"). The patient was treated with surgery (pelvic surgery-bilateral salpingectomy,right oopherectomy.). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain and dysmenorrhoea had resolved and the urinary tract infection and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, pelvic pain and urinary tract infection to be related to essure (ess205). The reporter commented: *approximately 3 coils were visible in the uterine cavity on both side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2004: essure coils and full occlusion of both tubes. Pelvic ultrasound (us)-(B)(6) 2016 ultrasound showed a persistent cyst on right side. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, utls, abdominal pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping") and abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2016, she underwent a pelvic surgery to try and alleviate the symptoms). At the time of the report, the pelvic pain, abdominal pain lower and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2005: essure coils and full occlusion of both tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.